Event description:
It was reported that the patient experienced dyspnea. After a pulse field ablation (pfa) procedure using a farawave catheter the patient had dyspnea and was feeling out of breath, requiring bilevel positive airway pressure (bpap) briefly. The patient also had breathing treatments and an echocardiogram performed, and the findings from the echocardiogram were normal. The dyspnea resolved the same day. The suspected cause was post-anesthesia weakness. The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The farawave nav catheter was returned to boston scientific for analysis. The catheter was visually inspected upon return for any damage or defects. No visual abnormalities were noted. An attempt was made to insert a guidewire with the j-tip, using an introducer, and the attempt was successful. No unusual resistance was noticed. The device was subsequently deployed to basket and flower without difficulty. Additionally, flushing through the irrigation tubing was tested. Flushing was functional in all deployment states. It was confirmed there was no deficiency with the device. Dyspnea is known inherent risk of using the farawave nav catheter.

Manufacturer narrative:
The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the patient experienced dyspnea. After a pulse field ablation (pfa) procedure using a farawave catheter the patient had dyspnea and was feeling out of breath, requiring bilevel positive airway pressure (bpap) briefly. The patient also had breathing treatments and an echocardiogram performed, and the findings from the echocardiogram were normal. The dyspnea resolved the same day. The suspected cause was post-anesthesia weakness. The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.